Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed reddish material and a hole on the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31379104l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer, therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a thermocool smarttouch sf (stsf) for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. Initially, it was reported that when delivering radiofrequency (rf) energy, the stsf catheter force vector appeared erratically, and the force reading rose 10-15 grams higher than at start of rf. There were no errors displayed on carto. They tested ablation while the catheter was floating in the blood pool, issue persisted. The cable was exchanged without resolution. When the catheter was exchanged, the issue was resolved, and the case continued successfully. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 30-oct-2024, reddish material and a hole on the pebax were observed. This was assessed as MDR reportable with an awareness date of 30-oct-2024.